Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an alert for an extended charge time. Two capacitor maintenances were performed showing one long charge time, and the second with normal charge time. The device was explant and replaced. Patient was in good condition post procedure.

Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.